Event description:
An email was received regarding an extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock, stating that they had a baby this week with a peripherally inserted central catheter (PICC) line, and the nurses noticed leaking in vitro fertilization (ivf) from the intravenous (IV) filter. When they switched it out, they noticed a crack in the filter. Total parenteral nutrition (tpn) is being infused at 2.5 ml/hr. The cracked filter resulted in IV fluid leaking, and ultimately the PICC line clotted and had to be removed and a new one was placed the following day. A sample photo was provided showing the product inside the packaging. There was patient involvement and no patient harm.

Manufacturer narrative:
Received one used. List #206680490, extension set. As received, the inlet and outlet on the filter were wetted out. Received one photo of the packaging. The filter was leak tested. Leakage was observed at the inlet and outlet. The reported complaint of leakage at the filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. B3 date of event: december 1, 2025, used as a place holder due to unknown date of event.

Event description:
The event involved an extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where it was reported a baby with a peripherally inserted central catheter (PICC) line had leaking intravenous fluid (ivf) from the IV filter. When the device was switched out a crack was noticed in the filter. There was patient involvement and no patient harm reported.